Manufacturer narrative:
Model number: balloon: 72400024, pump: 72400098, serial number: (B)(4); catalog number: balloon: 72400024; pump: 72400098; UDI number: (B)(4). Expiration date: balloon: 05/09/2023; pump: 01/29/2023; manufacture date: balloon: 05/10/2018; pump: 01/30/2018.

Event description:
It was reported that the patient experienced infection at the incision site and urethral erosion due to their artificial urinary sphincter. The system was removed. The patient was stable with no serious injury. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number: balloon: 72400024. Pump: 72400098. Serial number: balloon: (B)(4) pump: (B)(4). Catalog number: balloon: 72400024. Pump: 72400098. UDI number: balloon: (B)(4). Pump: (B)(4). Expiration date: balloon: 05/09/2023. Pump: 01/29/2023. Manufacture date: balloon: 05/10/2018. Pump: 01/30/2018.

Event description:
It was reported that the patient experienced a bacterial infection at the incision site and urethral erosion due to their artificial urinary sphincter. The infection occurred on (B)(6) 2018. The erosion was confirmed via cystoscopy on (B)(6) 2019 after urine leaked through the incision wound. The system was removed. The patient was stable with no serious injury.

Event description:
It was reported that the patient experienced a bacterial infection at the incision site and urethral erosion due to their artificial urinary sphincter. The infection occurred on (B)(6)2018. The erosion was confirmed via cystoscopy on (B)(6) 2019 after urine leaked through the incision wound. The system was removed. The patient was stable with no serious injury.

Manufacturer narrative:
Model number: balloon: 72400024 pump: 72400098 serial number: balloon: 1000104418 pump: 1000045373 catalog number: balloon: 72400024 pump: 72400098 UDI number: balloon: 00878953000626 pump: 00878953000688 d4 expiration date: balloon: 05/09/2023 pump: 01/29/2023 manufacture date: balloon: 05/10/2018 pump: 01/30/2018 an analysis was performed. The results are as follows: the ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams800 control pump was visually inspected and functionally tested. No leak was found. The control pump performed within specifications. The ams800 balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 69.4 cmh2o. It was originally rated at 61-70 cmh2o. An overall investigation conclusion code of adverse event related to procedure was chosen as the reported adverse most likely occurred during the procedure due to the short implant duration, and the device likely had no influence on the event. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.